Event description:
It was reported that, "simplex cement set up unusually fast, approximately 5 minutes. The people in the room report that the ambient temperatures were normal. The case was a total knee but cement was not implanted."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.